Event description:
Medtronic received a report that the coil failed to detach. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the right internal carotid artery. The max diameter was 4mm, and the neck diameter was 3mm. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that coil was inserted, and when the coil separation marker reached the second microcatheter marker, an attempt was made to remove it using the instant detacher. However, the coil could not be detached. The delivery wire of the coil was pulled to avoid risk, and the coil was collected outside the body as it was. Three detachment attempts had been made with the instant detacher. A second instant detacher was not used, and no manual detachment attempts were made. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a 8fr sheath, 8fr optimo guide catheter, sl-10 microcatheter, and chikai 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were no issues in particular prior to coil non-detachment. There was no damage observed to the pushwire after removal from the patient. The cause of the non-detachment issue was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.